Event description:
During the left ventricular (lv) lead implant procedure, the physician was using the mailman wire for extra support and the end of the wire got tangled before entering back into the lead? Attempted to pull through but the wire got stuck and could not pull wire. Removed the 4598 lead and wire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).